Event description:
A foreign distributor reported that a user facility had reported that the device did not recognize pads. No info regarding pt involvement was provided.

Manufacturer narrative:
Add'l info will be provided when it becomes known.